Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6) initial sodium result 176 mmol/l, repeated 146 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) service inspected the module and performed multiple troubleshooting procedures including part replacement, calibration, and realignment. No additional discrepant sodium results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, a product deficiency was not identified.